Manufacturer narrative:
One trapliner was returned for investigation. The catheter push rod and the distal shaft were separated at the hypotube ribbon weld. The event description stated that the trapliner broke while removing it. The breaking point is at the connection of the push rod and the half-pipe. The IFU precautions; "exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking." The most likely root cause for this is damage during use.

Event description:
During the middle of the procedure and when removing from the guide it came apart. The push rod came apart at the weld connecting the push rod to the distal lumen. It came apart as it was exiting the guide catheter. No patient impact.